Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional info on the proper method of assembling the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer reported that the device did not work. Upon receipt for investigation a broken and missing snap pin was noted on the jaw of the device.